Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a black screen. The blood glucose reading was 170 mg/dl. The insulin pump was exposed to extreme temperatures such as sun bathing, a hot stove and cold weather. The insulin pump was stabilized at room temperature for 30 minutes. Troubleshooting was conducted for the insulin pump. The insulin pump will be replaced and the customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was monitored for 3 hours and passed all operating currents. No unexpected display anomaly and no screen black display during our testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.